Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 145 ohms. Technical services (ts) discussed sync max energy shock to test true shock lead impedances. The health care professional (hcp) will be going to review with the physician and next steps. This rv lead remains in service. No adverse patient effects were reported.